Event description:
No thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, undersized implant bed, infection, pain, swelling, fistula ((B)(6) are same patient).